Manufacturer narrative:
(B)(4). Batch # n57f7r. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Gap setting was set at 1.0 closure what confirmation was received that the device was fully fired? Plastic breakage washer was heard and felt during the fire sequence were there any staples missing from the staple line? Yes, it appeared to have 5 mm opening at the 5 pm position. Unsure it staples deployed in that area. What was the shape of the staples (b-formation, irregular, legs straight)? Na was the cut line fully circumferential around the target tissue? Based on visual through endoscope yes. If the device fully cut, were both tissue donuts present? Na. Still left inside the device for future inspection if the device fully cut, were both donuts complete? Na. After firing was the adjusting knob turned ½ to ¾ revolutions? A ½ turn. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Slightly less than 90 degrees in both directions. After further review of the previously provided follow-up information, additional clarification is needed regarding one of the questions. You had originally stated, when asked if any staples were missing from the staple line, that, ¿yes, it appeared to have 5 mm opening at the 5 pm position. Unsure if staples deployed in that area.¿ prior to firing, was the patient tissue fully in the device (around the entire circumference) so there was tissue present at the 5:00 position for the staples to deploy into? Or prior to firing, was the tissue pulled into the device; however, there was no tissue present at the reported 5:00 position, therefore no tissue available to deploy staples into? Tissue was available circumferentially around the stapler head. The analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass, after performing the anastomosis, the doctor discovered a leak at the five o'clock position. The doctor oversewed with unknown suture and applied a baxter tisseel liquid sealant to seal the leak. The anastomosis was tested and no leaks were discovered. There were no patient consequences reported.